Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a procedure performed on (B)(6) 2011. After the implantation, the patient reportedly suffered complications including but not limited to blood in urine; pelvic organ prolapse; mental pain and suffering; serious and permanent bodily injury including severe pelvic and vaginal pain, discomfort, pressure, difficulty/painful voiding, discharge, scarring, constant urinary tract infections, odor, and bleeding; and physical deformity. Reportedly, these conditions continue to worsen over time requiring the patient to seek ongoing medical care and treatment and corrective surgeries. On (B)(6) 2019, the patient underwent another procedure performed by a different physician, who diagnosed the patient with significant scar tissue in the vaginal vault, pelvic organ prolapse and with complications related to advantage sling including obstructive and voiding and chronic pain. The sling was then removed. Since the (B)(6) 2019 surgery, the patient has continued to require follow-up medical care and treatment. She continues to suffer significant pain, urinary tract infections, urinary problems and sexual dysfunction. The conditions are ongoing and will continue to require medical care and treatment including surgery to potentially remove remnants of the advantage mid-urethral sling that could not be removed at the time of the (B)(6) 2019 surgery.

Manufacturer narrative:
The exact event onset date is unknown. The provided event date of(B)(6) 2019 was chosen as a best estimate based on the date of the sling removal surgery. This event was reported by the patient's legal representation. Implanting physician: dr. (B)(6). (B)(6) hospital . On (B)(6) 2019 surgery: dr. (B)(6). (B)(6) medical center. The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.